Manufacturer narrative:
A2: unit of measure - age: corrected device evaluated by MFR.: fg maverick 2 mr, 2.50mm x 15mm was returned for analysis. A visual and tactile examination of the hypotube noted multiple kinks along its length. A visual and tactile examination of the shaft polymer extrusion identified no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the tip showed no signs of tip damage. Using an encore inflation unit, the balloon was inflated to its rated burst pressure (rbp) of 14 atmospheres (atm). The balloon inflated fully and maintained pressure for 15 seconds, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance. The balloon was inflated to its rbp on three more occasions with no leaks noted.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, the balloon burst due to several calcification. The procedure was completed with a different device. There were no patient complications. Patient was fine.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, the balloon burst due to several calcification. The procedure was completed with a different device. There were no patient complications. Patient was fine.